Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the order was not crossing over. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information/correction: a1, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over. A technical support specialist verified clinical communication engine, dialed into the station, launched structured query language server management studio, ran query for queued messages and to find the timestamp of the last received message, checked the verified patient and orders to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.